Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tube(s))/malposition of essure device location of device: unknown') in a 22-year-old female patient who had essure (batch no. A61941) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: current weight 146 lbs. Concurrent conditions included body mass index normal and type 1 diabetes mellitus. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2014, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), depression ("depression"), anxiety ("anxiety"), headache ("headaches,"), migraine ("migraines"), dysmenorrhoea ("dysmenorrhea (cramping)"), pelvic pain ("pain") and eczema ("eczema") and was found to have weight increased ("weight gain"). In 2014, the patient experienced urinary tract infection ("urinary tract infection") and fungal infection ("yeast infection"). In (B)(6) 2015, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced acne ("acne") and back pain ("lower back pain"). The patient was treated with antibiotics and insulin human;insulin human injection, isophane (novolin). At the time of the report, the fallopian tube perforation, urinary tract infection, fungal infection, menorrhagia, vaginal haemorrhage, depression, anxiety, acne, headache, migraine, dysmenorrhoea, pelvic pain, weight increased, eczema and back pain outcome was unknown. The reporter considered acne, anxiety, back pain, depression, dysmenorrhoea, eczema, fallopian tube perforation, fungal infection, headache, menorrhagia, migraine, pelvic pain, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25 kg/sqm. Hysterosalpingogram: in (B)(6) 2015: perforation of fallopian tubes and malposition of device. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-may-2019: quality safety evaluation of ptc(product technical complaint). Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tube(s))/malposition of essure device location of device: unknown') in a 22-year-old female patient who had essure (batch no. A61941) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included neck pain, joint pain and asthma. Current weight 146 lbs. Concurrent conditions included body mass index normal and type 1 diabetes mellitus. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2014, the patient experienced heavy menstrual bleeding ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), depression ("depression"), anxiety ("anxiety"), headache ("headaches,"), migraine ("migraines"), dysmenorrhoea ("dysmenorrhea (cramping)"), pelvic pain ("pain") and eczema ("eczema") and was found to have weight increased ("weight gain"). In 2014, the patient experienced urinary tract infection ("urinary tract infection") and fungal infection ("yeast infection"). In (B)(6) 2015, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced acne ("acne") and back pain ("lower back pain"). The patient was treated with antibiotics, insulin human;insulin human injection, isophane (insulin novolin) and surgery (laparoscopic assisted vaginal hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2021. At the time of the report, the fallopian tube perforation, urinary tract infection, fungal infection, heavy menstrual bleeding, vaginal haemorrhage, depression, anxiety, acne, headache, migraine, dysmenorrhoea, pelvic pain, weight increased, eczema and back pain outcome was unknown. The reporter considered acne, anxiety, back pain, depression, dysmenorrhoea, eczema, fallopian tube perforation, fungal infection, headache, heavy menstrual bleeding, migraine, pelvic pain, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: 5 coils- left, 3 coils- right. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25 kg/sqm. Hysterosalpingogram - in (B)(6) 2015: perforation of fallopian tubes and malposition of device. Pregnancy test - on (B)(6) 2013: negative. Lot number:a61941; manufacturing date: 2012-10; expiration date: 2015-10. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 18-oct-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of fallopian tube perforation ('perforation (fallopian tube(s))/malposition of essure device location of device: unknown'). In a 22-year-old female patient who had essure (batch no. A61941), inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included: neck pain, joint pain and asthma. Current weight 146 lbs. Concurrent conditions included: body mass index normal and type 1 diabetes mellitus. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2014, the patient experienced heavy menstrual bleeding ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), depression ("depression"), anxiety ("anxiety"), headache ("headaches"), migraine ("migraines"), dysmenorrhoea ("dysmenorrhea (cramping)"), pelvic pain ("pain") and eczema ("eczema"). And was found to have weight increased ("weight gain"). On 2014, the patient experienced urinary tract infection ("urinary tract infection") and fungal infection ("yeast infection"). On (B)(6) 2015, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced acne ("acne") and back pain ("lower back pain"). The patient was treated with antibiotics, insulin human; insulin human injection, isophane (insulin novolin) and surgery (laparoscopic assisted vaginal hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2021. At the time of the report, the fallopian tube perforation, urinary tract infection, fungal infection, heavy menstrual bleeding, vaginal haemorrhage, depression, anxiety, acne, headache, migraine, dysmenorrhoea, pelvic pain, weight increased, eczema and back pain outcome was unknown. The reporter considered acne, anxiety, back pain, depression, dysmenorrhoea, eczema, fallopian tube perforation, fungal infection, headache, heavy menstrual bleeding, migraine, pelvic pain, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: 5 coils: left, 3 coils: right. Diagnostic results (normal ranges are provided in parenthesis if available): body mass: index was 25 kg/sqm. Hysterosalpingogram: on (B)(6) 2015, perforation of fallopian tubes and malposition of device.; pregnancy test: on (B)(6) 2013, negative. Quality safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2021, medical record received: removal details updated, reporter information added. We received a lot number in this case. A technical investigation will be conducted. Including a batch review, and a review of complaint records and other relevant data. Should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tube(s))/malposition of essure device location of device: unknown') in a (B)(6) female patient who had essure (batch no. A61941) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: current weight 146 lbs. Concurrent conditions included body mass index normal and type 1 diabetes mellitus. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2014, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), depression ("depression"), anxiety ("anxiety"), headache ("headaches,"), migraine ("migraines"), dysmenorrhoea ("dysmenorrhea (cramping)"), pelvic pain ("pain") and eczema ("eczema") and was found to have weight increased ("weight gain"). In 2014, the patient experienced urinary tract infection ("urinary tract infection") and fungal infection ("yeast infection"). In (B)(6) 2015, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced acne ("acne") and back pain ("lower back pain"). The patient was treated with antibiotics and insulin human;insulin human injection, isophane (novolin). At the time of the report, the fallopian tube perforation, urinary tract infection, fungal infection, menorrhagia, vaginal haemorrhage, depression, anxiety, acne, headache, migraine, dysmenorrhoea, pelvic pain, weight increased, eczema and back pain outcome was unknown. The reporter considered acne, anxiety, back pain, depression, dysmenorrhoea, eczema, fallopian tube perforation, fungal infection, headache, menorrhagia, migraine, pelvic pain, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25 kg/sqm. Hysterosalpingogram - in (B)(6) 2015: perforation of fallopian tubes and malposition of device. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-may-2019: pfs received- lot number were added. New events urinary tract infection, yeast infection, abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), depression, anxiety, acne, migraines, headaches, dysmenorrhea (cramping), pain, weight gain, eczema, low back pain were added. Event injury updated to fallopian tube perforation. New reporter, patient information, treatment drugs, medical history and lab data were added. Incident: we received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.